Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum infusion pump's secondary bag never started running after the primary finished, this occurred during therapy in the intensive care unit. It was also reported that there was no patient injury.